Manufacturer narrative:
One opened/used enlite sensor was inspected and tested; it failed per specifications with high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Sensor glucose and blood glucose difference is not within acceptable range. Customer's current blood glucose value is 289 mg/dl. Nothing further was reported.